Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, while using the ace to remove thrombus, the patient suffered a mild vasospasm in the internal carotid artery and the m1 segment of the mca. The vasospasm was reported as fully resolved and no actions were taken to resolve it. The procedure was completed with no further issues. This vasospasm was adjudicated to be a non-serious adverse event with a probable relationship to the ace 64.